Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. The caller reported the consumer's blood glucose sugar level was 48 mg/dl at the time of the call. It is unclear whether or not this event involved any of nova biomedical equipment. The caller was instructed to contact 911, at which point the caller terminated the phone call with the nova biomedical customer service rep. This is being reported as an adverse event under the FDA medwatch regulations.